Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 18 mg/dl, cause was unknown. Low bg resulted in a visit to the emergency room (ER) where customer was treated with intravenous glucagon. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose level for this issue was 112 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.